Event description:
It was reported, that the pump over infused. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device was over-infusing. No service history within past 12 months. Visual/functional testing was performed. Complaint was not confirmed with accuracy testing. Device passed all functional testing.